Manufacturer narrative:
Of the 25 allegations of a malfunction, 15 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to the display connector. During investigation for unrelated complaints, there were 2 additional failures found.

Event description:
This report summarizes <noe> 25</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-79 years of age and between 74 and 212 pounds. Of the reported patients, 4 were male, 19 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 2 instances of line through display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.